Manufacturer narrative:
This is the same event as 3010536692-2015-00809.

Event description:
Allegedly, patient was revised due to mom complication: elevated cocr ions; pain; squeaking; catching; metallosis; pseudotumor; fluid collections; right.